Event description:
The customer reported that there is zipper damage but couldn't provide more info. There was no pt injury reported. Evaluation of the product shows the window side b has a 1 inch tear in the netting.

Manufacturer narrative:
(B) (4) - zipper damage. Evaluation of the returned product shows that window side b has a a1/4 inch hole in the netting. The panel side a on the drainage port zipper at the start and end has a 1 inch tear. The panel side b, the drainage port zipper at the start and end, has a 1 inch tear. (B) (4).